Event description:
Customer complains blood leak directly after connecting the patient. The blood loss is relatively minor. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.